Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 150 mg/dl while the sensor glucose reading was 74mg/dl. The customer stated that she received two different readings between the sensor and meter. The customer stated that the pump was in suspend at times and hang in the 40's mg/dl and 50's mg/dl. The customer was advised to turn the sensor feature off, then back on and perform reconnect old sensor. The customer was advised to monitor.